Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 30 mg/dl, 227 mg/dl, and 226 mg/dl (compact plus system 1) and 103 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. Reference medwatch with patient identifier (B)(6) for the compact plus system 1.